Manufacturer narrative:
During quality investigation, the customer's complaint was duplicated. Upon disassembly of the device, a damaged press plug, motor, rotor, bearings and other component parts were noted. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker sagittal saw was sent in for repair due to overheating. There was no pt involvement; no adverse event was associated with the device.